Manufacturer narrative:
The vest airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). Baxter technical support provided the account the part number of the power cord that needs to be replaced to resolve the issue and requested the power cord to be returned for inspection. The account informed that the power cord was already discarded. Thus, baxter is completing this complaint. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a melted power cord were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that vest 105 power cord was very loose and melted on the end. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.